Event description:
The customer reported that there was difficulty in opening the device jaws after it was applied to tissue. The device was removed manually; however, this resulted in oozing/bleeding. The oozing/bleeding was described as minimal and was stopped with another device. There was no injury to the patient.

Manufacturer narrative:
(B)(4). The incident device has been received and is under evaluation. When the device evaluation is complete, a follow-up report will be submitted.